Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that insulin pump experienced display anomaly. It was reports that display had lines on it and began to freeze when healthcare professional was attempting to upload insulin pump. Customer's blood glucose was not reported. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with partial display due to cracked zebra connector on lcd board. The insulin pump was successfully downloaded to carelink. No frozen display noted. The insulin pump was received with minor scratches on lcd window.